Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the scar site was looking very nasty and with lots of scar tissue. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service.